Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and ran the test twice. At the first-time test, it was duplicated the reported phenomenon. There was no image but was the noise for the image of the subject device due to the ccd cable break of the subject device. At the second-time test, it was duplicated the reported phenomenon. There was no image but was the sandstorm image for the image of the subject device due to the printed circuit board failure of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be determined. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the error message was showed up at the unspecified timing, the image of the subject device was the sandstorm image even after wiping the lens and connector of the subject device with alcohol and changing the monitor. The occurrence date of the event is unknown. There was no patient injury associated with this report.